Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was over 300 mg/dl. The caller stated that the customer's insulin pump had failed and insulin was squirting out of the tubing; they received a replacement insulin pump thereafter. He continued wearing the original insulin pump and was planning to change his infusion set in 2 days. The customer was unable to prime the infusion set, so he took the insulin pump off and treated with manual injection but had not treated with enough insulin. He experienced chest pain, vomiting and sweating. Upon admission, he was treated with an insulin drip and manual injections. He had been off the insulin pump for less than 1 day at the time of the 911 call. The customer's spouse stated that the customer was expected to be discharged soon and preferred to set up the replacement device when he arrived home.